Event description:
The patient contacted animas on (B)(6) 2012 alleging several low blood glucose (bg) excursions since (B)(6) 2012, specifically 50 mg/dl the night of (B)(6) 2012 accompanied by confusion and difficulty walking. The patient reported that he self-treated the reported low bgs with food intake. The patient reported that the replacement pump he received on (B)(6) 2012 emitted a message that he had exceeded the maximum total daily dose (tdd) of 100 units. The patient alleged that he did not take 100 units that day. Customer support performed a review of the pump with the patient and the tdd showed 86.1 units from basal and 13.9 units from bolus. The total daily dose from the prior day showed 81.3 units from basal and 18.9 units from bolus. The basal setting is programmed for 89.45 units per 24 hours. The patient stated that the tdd should not be that much. The patient stated that the basal settings are not correct in the pump. The patient stated the basal settings should be 12:00 am 0.500 unit, 3:00 am 0.650 unit, 6:00 am 0.450 unit, 12:00 pm 0.300 unit and 5:00 pm 0.400 unit. The pump was confirmed to be programmed by the patient for 12:00 am 5.000 units, 3:00 am 0.650 unit, 6:00 am 4.500 units, 12:00 pm 3.000 units and 5:00 pm 4.000 units. The patient's correct basal rates were programmed into the pump with the assistance of customer support during the call. The 24-hour basal was successfully programmed for a total of 10.90 units. This complaint is being reported because the patient experienced several episodes of low bg while on insulin pump therapy as a result of the patient programming the incorrect basal rates into the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the date of the event was on (B)(6) 2012; the pump information for the event has been overwritten due to continuous use of the pump is no long available for review. Review of the existing black box and alarm history show no errors or alarms associated to the complaint. No "exceeds max daily tdd" alarms were observed. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.